Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A 2.35mm eximo atherectomy catheter was being placed inside the patient using a .014 spartacore wire and 7fr cook sheath. The bifurcation was considered standard and was not tortuous nor calcified. Having difficulty getting over the bifurcation, the catheter was withdrawn. During withdrawal, the outer jacket or sleeve that is on the outside of the 2.35 became detached from the actual catheter. It was reported that all the pieces were retained on the wire and and were removed over the wire. It was confirmed noting was retained inside the patient. A 2.0mm catheter was used to complete the procedure with no issues reported. It was reported that the patient did not experience any adverse effects or harm as a result of this issue.

Manufacturer narrative:
The complaint's description is partially confirmed. The catheter outer jacket was torn but not detached as per the complaint's description. In addition, per complaints description, it is unclear if the catheter was working on a lesion, and the damage was observed during withdrawal. It is noted that, per rfid read, the catheter has not been used (lased). The root cause is probably misused of the catheter during withdrawal (user performance issue). The catheter was retrieved in an off-centered position. When the catheter is re-entering the sheath it can have induced stress on it which may result in device failure and outer jacket tear, due to its tip being in an off-center position. The procedure was completed with another 2.0m another catheter and it worked with no issues. The patient did not experience any adverse effects, harm, or require medical intervention as a result of this incident. A review of the device history records (service order history) was performed for the reported packaging lot number 55174 for any deviations related to the reported failure mode of the complaint. The review confirms that the lot met all packaging performance specifications; i.e. No ncr written. Labeling review: instructions for use (ifu0100) are provided with the catheter device and contain the following statements: warnings: pay careful attention while using the catheter, avoid excessive force and be on alert for any potential damage. Inadvertent movement of the catheter may result in patient injury. Always use fluoroscopic surveillance when advancing the auryon catheter inside the patient vasculature to avoid misplacement, dissection, or perforation. Auryon catheter insertion over the wire until laser activation: you may use any other gw to cross the lesion, but the final gw that auryon catheters will track over should be 300cm 0.014", and preferably stiff gws. Once this gw is angiographically verified to cross the lesion in the vessel's lumen, it is ready for auryon catheter insertion over the wire. Advancement of auryon catheter through the lesion: do not to exceed 10 seconds of lasing at the same location. If you experience any difficulty to advance the auryon catheter, immediately start self-count-down. Self-count-down should start the moment you experience non-advancement of the auryon catheter. When advancement resumes, you should stop self-count-down and resume it if additional non-advancements are experienced. If the auryon catheter cannot be advanced by the 10th second of laser activation, you should release the foot switch to stop the laser, retract the catheter approximately 3-4 mm, and try to advance again while rotating the catheter shaft approximately 90 degrees to either side, while resuming 10 seconds count down. If the auryon catheter is still not advancing with the above-mentioned rotation manipulation for the additional 10-seconds, immediately stop the laser activity by releasing the footswitch. Ask the laser operator to raise the fluence to the 60mj/mm2. Activate the laser and try again to advance the auryon catheter through the lesion. If the auryon catheter cannot be advanced, resume the self-count-down to 10 seconds. If the auryon catheter cannot be advanced in this attempt, stop the laser activity, withdraw the auryon catheter, and use a new catheter. A review of the angiodynamics complaints system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).